Event description:
It was reported that the patient developed a seroma. On (B)(6) 2013 an ultrasound was performed and showed a large collection of fluid under the scar and next to the pump. The healthcare provider aspirated a total of 100cc of serosanguinous fluid on (B)(6) 2013 and again on (B)(6) 2013. An epidural blood patch was performed on (B)(6) 2013 and (B)(6) 2013. The patient met with a spine surgeon who recommended to stop draining the seroma which would resolve on its own within 2 months. The event was related to the device and possibly to the implant procedure. The severity was reported as ¿moderate¿ and the outcome was ¿ongoing¿. The device system was used to deliver fentanyl and bupivacaine.

Event description:
Additional information received reported there was a cerebrospinal fluid leak. The patient outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).